Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
05-05-2021. An endoscopic ultrasonography was performed on a patient with suspected lung cancer using evis lucera bronchofibervideoscope bf-p260f, ultrasonic probe um-s20-17s, and single use guide sheath k-201. Ultrasound endoscopic image was displayed on the monitor at the beginning of the procedure, but then became hard to see. The physician felt the endoscope was caught while withdrawing and bronchostaxis occurred. Ultrasonic probe, a part of the distal tip of um-s20-17s, was partially missing. A fragment which appeared to be the missing part of the probe inside the patient was found by x-ray and was retrieved. The fragment was about 3 cm and looked like stretched plastic. The fragment will not provided to olympus because the hospital will analyze it. The patient was transported to ICU for stopping bleeding. The treatment would be successful, according to a doctor at the hospital. According to a nurse at the hospital, no abnormality was noted before the procedure. Multiple doctors set up the devices before the procedure and they felt that the probe was thinner than others. The probe in question was a brand-new and the first use. This report is for bf-p260f.